Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s device was implanted just underneath their skin and had been causing them problems. They were scheduled for a battery replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the problems were first noted four months prior to the report. It was problematic because the device started hitting a nerve. They noted a replacement was scheduled for (B)(6) 2019.